Manufacturer narrative:
Customer is claiming covid-19 false positive because they tested positive with ihealth brand covid 19 flu a&b 3-in-1 test then negative with a "another covid test", can't determine if it's the same brand or different brands. Customer purchase from wal-greens on (B)(6) 2025, no follow up pcr test was performed. The manufacturer retested the lot (242cf10615) with covid negative samples, no false positive for covid were detected.

Event description:
Event details: I took another covid 19 take home test and got a negative result. When I took the covid 19 flu a&b 3-in-1 test it showed a positive result for covid 19. Is it possible this is a false positive and that I actually have the flu? Or is it more likely the other test was wrong? Please advise.